Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82221949 presented no issues during the manufacturing process that could be related to the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6.0mm x 18mm 142cm palmaz genesis on amiia stent delivery system (sds) moved from the original position. The palmaz genesis was used, and inflation was performed. An unknown guiding catheter was delivered to the renal artery and a guidewire crossed the lesion. Pre dilation was performed with a non-cordis balloon catheter and the complaint device was inserted but the balloon catheter ruptured at 5 atmospheres (atm). The ruptured balloon catheter was removed but the complaint stent moved from the original position. The complaint device was replaced with another palmaz genesis, and the replacement was implanted. There was no reported patient injury. Additional information was requested; however, could not be obtained.the device was returned for analysis. A non-sterile unit of ¿sds rx gen. Amiia 6.0x18 142cm¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was thoroughly inspected observing the following conditions: the balloon was received not inflated. The stent was not returned for analysis. No other outstanding details were noticed. Per functional analysis, an inflator/deflator device was attached to the inflation luer hub and positive pressure was applied, however, balloon inflation was not possible due to a leakage observed on the balloon. The balloon area was inspected using a vision system to get an amplified image and stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. Per sem analysis, the balloon surface presented evidence of a rupture condition that may be related to the reported leakage and scratch marks located near this damaged area. No other anomalies were observed during the sem analysis. A product history review of lot 82221949 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿stent- migration¿ could not be confirmed due to the nature of the complaint, however; stent strut marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The reported ¿balloon - burst-at/below rate burst pressure¿ was confirmed through analysis of the device. During functional analysis, a balloon leak was observed. While a definitive cause for the balloon burst could not be determined, analysis of the device, with scratch marks observed on the balloon suggests that vessel characteristics such as calcification may have contributed to the reported event. Balloon burst and stent migration are no complications associated with percutaneous interventional procedures and typically related to vessel/lesion characteristics and procedural factors, such as not ensuring the balloon was fully deflated prior to removal. According to the instructions for use, which is not intended as a mitigation of risk, the palmaz genesis on amiia is contraindicated in patients with highly calcified lesions resistant to percutaneous angioplasty. The IFU cautions that should unusual resistance be felt at any time during advancement or withdrawal of the catheter prior to stent implantation, the system should be removed. After deploying the stent, deflate the balloon by pulling a vacuum, allowing adequate time for the balloon to fully deflate prior to removal. While maintaining negative pressure on the balloon, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Maintaining a vacuum on the balloon, withdraw the delivery system into the csi or guiding catheter. Based on the information provided, the device analysis and the phr review there is nothing to suggest that there is a design or manufacturing related issue, no corrective action will be taken at this time.

Event description:
As reported, a 6.0mm x 18mm 142cm palmaz genesis on amiia stent delivery system (sds) moved from the original position. The palmaz genesis was used, and inflation was performed. An unknown guiding catheter was delivered to the renal artery and a guidewire crossed the lesion. Pre dilation was performed with a non-cordis balloon catheter and the complaint device was inserted but the balloon catheter ruptured at 5 atmospheres (atm). The ruptured balloon catheter was removed but the complaint stent moved from the original position. The complaint device was replaced with another palmaz genesis, and the replacement was implanted. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.